Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the elective upgrade procedure, the pulse generator appeared to stop capturing for a couple of beats. The pocket was open and the physician was manipulating inside when this occurred. The device was removed and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. After downloading the product code, intermittent output was noted on the ventricular channel at 45 degrees centigrade. The hybrid was removed for further analysis and tested normal.